Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, when the analyze button was pressed the device flashed service on the display and wouldn't analyze the pt's rhythm. A backup device on the rescue vehicle was called for and immediately used. The pt was resuscitated.